Event description:
It is reported that the pt is experiencing left knee pain and is unable to bend her knee.

Manufacturer narrative:
Eval summary: the product implanted would have been compatible. A review of the operative notes did not indicate any anomalies that were encountered during the procedures. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of x-rays and/or product or further info. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.